Manufacturer narrative:
(B)(4). Event date reported as (B)(6) 2016, exact date not provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a thyroidectomy procedure, the surgeon reported that he didn't obtain adequate hemostasis. The patient was re-operated due to hematoma emergence. The event happened in (B)(6) of 2016. It was required re-intervention / new operation due to hematoma and the surgeon believes that it is related to bleeding due to lack of hemostasis of the device. The patient is ok.